Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report was determined to be a non-reportable event.

Event description:
Procedure: pediatric surgery according to the reporter:pre-op diagnosis: failure to thrive, the covidien mini step dilator + cannula 5mm short, reference #(B)(4), lot #p4e0523x ((B)(4), serious injury)+ p4h0100x were leaking during a laparoscopic procedure. Also during the procedure a small round piece fell from the abdominal wall into the abdomen. The surgeon removed this piece, placed it on a piece of gauze, and sent with all the mini steps used during the case to biomed. The laparoscopic procedure had to be converted to an open case. Current patient status: in intensive care.